Event description:
It was reported that the minicap had an inadequate amount of iodine. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 5.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 05/02/2014 and 05/09/2014. A batch review was conducted and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed with no abnormalities noted. The reported issue could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.